Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted on (B)(6) 2020. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Current was monitored for an extensive period of time and no high current drain was noted. Analysis on the battery did not find any anomaly. The cause of premature battery depletion could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the device was unable to be connected to the merlin programmer or phone. Premature battery depletion was suspected. Device replacement was discussed and the patient is stable.